Event description:
"Laparoscopic cholecystectomy was performed. During the closure of the upper midline site, the suture needle broke with the very first pass. Attempts to recover the distal portion of the needle by laparosocpic means were unsuccessful. X-rays confirmed 1.5 cm distal portion of the needle, which was located in the anterior abdominal wall and not in the peritoneal cavity. It was decided to leave the needle, since removal would require open conversion. The pt tolerated the procedure well and was discharged the following day. Complications from the needle are not expected, but unk at this time."